Event description:
The customer reported black images on the monitor. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator, interconnect cable, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.